Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited pacing inhibition due to myopotential noise, loss of capture and inappropriate anti-tachycardia pacing (atp) . The patient was admitted to the hospital. The next day, surgical intervention was performed, and the rv lead was successfully repositioned. At the same time, the physician reporting replacing the implantable cardioverter defibrillator (ICD). The rv lead remains implanted, besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.